Event description:
A surgeon reported an intraocular lens (iol) was replaced due to an unexpected postoperative refraction. The iol was replaced with the same model iol. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested on 02/23/2009, 02/24/2009, 03/10/2009, and 03/12/2009 by phone, fax and mail. A completed questionnaire was received on 03/11/2009.